Event description:
A user facility reported that an intraocular lens (iol) could not be implanted due to excessive blood. The association between this event and the iol is not known. Additional info has been requested.